Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead was returned, analyzed and the distal conductor had blood/fluid obstruction. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant. The stylet was also returned with the lead, analyzed, and analysis results on the stylet show that the stylet was bent and possible implant damage.

Event description:
It was reported that during the implant procedure the implanter had difficulty inserting the guidewire into the lead. After multiple attempts the lead was explanted and a new lead was used. No patient complications have been reported as a result of this event.